Event description:
It was reported that the patient with this previously capped implantable lead had a system revision due to infection. There were no additional adverse patient effects reported. This previously capped implantable lead remained capped. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).